Event description:
Ous MDR - in (B)(6) 2013 the physician received an hm alert about out of range pacing impedance > 1500 oh. All other electrical parameters were in range. The physician thought this was due to fibrosis at the tip of the lead. In (B)(6) 2014 he received an hm alert about an increasing of pacing threshold of 3,7v @ 0,4 ms and pacing impedance > 3kohm. A lead revision was performed and the lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.